Event description:
The customer sent an e-mail requesting to be process the donation of the insulin pump as soon it's possible. The caller stated that the reason why it needs to be expedited is because she is pregnant and had to go off that insulin pump as she was having problems with it. She sounds like she was having a hard time without her insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed the motor test. Further testing could not be performed due to the motor error alarms. All operating currents were within specifications and no unexpected low battery or no power alarm noted. The device was received with scratched lcd window, cracked case on display window corners, reservoir tube lip and window, and cracked on the battery tube threads.